Manufacturer narrative:
The consumer reported pain, burning, tearing and redness after using the product. The consumer indicated that she felt the product did not neutralize properly. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ there was no report of a medical evaluation or medical treatment associated with the experience. The symptoms reported are consistent with the (B)(6) description of a temporary event associated with hydrogen peroxide exposure. However, without additional information the exact cause of the symptoms cannot be determined. A review of the manufacturing records associated with this case lot found the product met acceptance criteria at the time of release. The product was returned and the results of the evaluation revealed that it did not meet all product requirements with the returned lens case. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported pain, burning, tearing and redness after using the product. The consumer indicated that she felt the product did not neutralize properly. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.